Event description:
On (B)(6) 2009, the patient reported that, about 6 days ago while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. This resulted in 100 units of insulin spilling inside the chamber. He immediately poured the insulin out and blew the chamber dry. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.